Event description:
It was reported that during a colon resection procedure, the surgeon did leak test in all cases and no leak was present intra-op. The patient presented a few weeks out and was taken back to or with diverting colostomy. The patient is doing well. Case completed as usual.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Discharged. What issues were noted intraop? None. When the device was fired, where was the indicator located within the green zone/gap setting scale? Middle. Was purse string used? If yes, what purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string with prolene. What symptoms did the patient present for the leak? Unknown. What is the surgeon¿s opinion as to the cause of the leaks (patient issues,)? Unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If yes, please provide the contact name and mailing address for the return kit.